Event description:
Customer reported a blank display on his insulin pump. Customer's blood glucose is 375 mg/dl. He treated with a manual injection. Customer uses energizer lithium batteries. He was advised to use alkaline batteries. The device or the battery compartment is not damaged or corroded. Customer removed the battery for ten minutes and reinserted a new one, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.